Event description:
Sternal plate broke in pt. The surgeon decided not to perform a revision surgery to remove plate.

Manufacturer narrative:
Product is not available for evaluation. If further information is acquired that adds value to the content of this report and/or a conclusion can be drawn, a follow-up report will be sent.